Event description:
Boston scientific received information that during an interrogation, the physician received an out of range telemetry message even after several troubleshooting techniques. Boston scientific technical services (ts) was consulted and inquired if the pacemaker had been replaced, however the physician stated that the x-ray ID appeared to be from boston scientific. It was noted that the pacemaker was p wave tracking at 80 paces per minute to which ts responded that even at end of life (eol) the pacemaker would be pacing and sensing in the ventricle at 50 paces per minute and still interrogatable. No further information was available. All available information indicates that this device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.